Event description:
An alarm occurred in the pump, identified as alarm 30 during pumping, and no notable events were reported leading to the alarm. It was noted that there was no available data on the customer's blood glucose level at the time of the event. Technical support confirmed the need to replace the pump, and a replacement was provided to the customer. The customer, however, did not disclose the type of backup therapy they would use to ensure continued insulin delivery.